Manufacturer narrative:
The device was returned to olympus for inspection. The investigation did not identify a root cause or determine the most probable cause of the foreign object in the jet tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance. The event date is unknown. Additional information will be provided if it becomes available.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service repair technician reported finding a foreign object in the jet tube. There was no patient involvement.